Event description:
A nurse reported that a surgeon experienced poor pressure and the patient had a soft eye during a vitreoretinal procedure. Additional information has been requested, however, none has been provided to date.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm the reported event. There were no related system messages in the event log. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate and additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).